Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin. Net in backup vvi mode. The patient was brought into clinic for further troubleshooting. A device download was performed successfully.